Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific xtreme pta during procedure to treat a severely calcified lesion in the left distal superficial femoral artery (sfa) and popliteal artery with chronic total occlusion (cto-100%). The vessel was severely tortuous. The vessel diameter and lesion length are 5mm and 100mm respectively. A non-medtronic inflation device was used. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon twist was noted after first inflation. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. No intervention required to remove device. Device was removed safely. There was no vessel damage noted. Another pacific xtreme pta was used and non-medtronic stent was implanted to complete the procedure. There was no patient injury

Manufacturer narrative:
Device evaluation a visual inspection of the balloon found a twist in the middle of the balloon. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. Guidewire was loaded through the tip and exited at the luer. Negative prep was performed with no issues. An indeflator with pressure gauge was used to inflate the balloon to nominal pressure of 6 atms and the balloon inflated with no twist evident. The balloon was inflated to rated burst pressure of 14 atms with no twist evident. The balloon was deflated without issue with no twist evident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.